Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m187407 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187407 and test base part number 190-430 / lot m187407. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Similar product to 190-000.

Event description:
The customer reported conflicting patient results with the ID now covid-19 assay during routine patient testing. The customer reported a conflicting result with the ID now covid-19 assay performed on an unknown date on a direct tested kitted swab that generated a positive result. Repeat testing was performed on the same sample and generated a negative result. No additional patient information, including treatment and outcome, was provided.